Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported via remote transmission, post-paced t wave oversensing on the ventricular channel was observed. Programming changes were recommended. No adverse events occurred.